Manufacturer narrative:
Date of initial report: 2017-06-01. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the cover on the jaws of the device detached. No patient injury occurred or medical intervention required.

Manufacturer narrative:
Date of follow-up report: (B)(6) 2017. One ls1500 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. The plastic cover on the jaw was still intact, and inspection of the jaw under a microscope confirmed that there were no damaged or missing components. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.